Event description:
Additional information was provided. The surgeon reports that the pt has a good prognosis. There was no unplanned medical or surgical intervention required and the surgeon does not feel that the lol(s) caused/contributed to the pt's sysmptoms.

Event description:
A pt reports experiencing halos, photophobia and por visual acuity following intraocular lens implant surgery. She states that she requires prisms in her spectacles. She reports experiencing diplopia, glare and shimmering when exposed to fluorescent lights.